Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable did not stay connected to the pump usb port. Subsequently, the customer was unable to charge the pump. Reportedly, the pump was able to be charged with a different usb cable. The customer's blood glucose level was 110-120 (mg/dl).